Event description:
It was reported that during a prostate procedure @ 270,335 joules of use and 39 minutes, forward firing was observed. The procedure was completed with an alternate procedure (turp). Patient outcome: ¿patient was hospitalized longer.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the metal cap adhesion location exhibits burnt glue. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.